Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = (B)(6), a (B)(6) year-old female with a fever and family that was positive for covid-19; (B)(6), a (B)(6) year-old female with no covid-19 symptoms. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-32 that has a similar product distributed in the us, list number 06r86-30.

Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an architect i2000sr analyzer. The following data was provided (>/= 1.4 index (s/c) is positive, <1.4 index (s/c) is negative): sample ID (B)(6), a (B)(6) year-old female with a fever and family that was positive for covid-19, initial result, tested on (B)(6) 2020, was 2.41 index (s/c), repeated, using snibe maglumi igg reagent, 0.18 (<1.00 is negative). Sample ID (B)(6), a (B)(6) year-old female with no covid-19 symptoms, initial result, tested on (B)(6) 2020, was 1.98 index (s/c), repeat was 1.90 index (s/c), repeated using snibe maglumi igg reagent, 0.561; ux card biotech result was positive. Both specimens were negative for igm using the maglumi reagent. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints and the review of complaint text, trending data, labeling, scientific literature, and device history records. Review of the trending reports for the assay, lot number 16263fn00, did not identify any related trends. Return testing was not completed, as returns were not available. Sensitivity and specificity testing were performed using panels, which mimics patient samples, and an in-house retained kit of lot 16263fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect sars-cov-2 igg assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.